Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the customer and identified that fluoroscopy was not possible when pressing the wireless foot switch (wfs) pedal; however, exposure was possible. A philips field service engineer (fse) inspected the system on-site and replaced the wfs to resolve the issue. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis, which confirmed that the control pedal for fluoroscopy was not functioning. Philips has re-evaluated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.